Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported regarding error rate inaccuracy that the display error rate and cumulative error rate is not accurate within 35% of measured error. No patient was present at the time of event.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. B17,c20,d15,g07001 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and performed dose testing to inlcude air kerma, all akr display values were correct and within tolerance. Had to adjust 50kv standard then everything was correct. B01,c02,d02 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.